Event description:
Infusion therapy removed bd alaris pump infusion sets from original boxes. 3 sets have discolored drip chambers and tubing. None of the others in the boxes were affected. 3 different lot numbers involved. Not used on a patient.